Manufacturer narrative:
Section h8: additional information. Manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced rash in bilateral upper extremities; patient seen in clinic and was admitted for a questionable driveline infection. Driveline had drainage around the site and cultures from the wound site were positive for staph aureus, however blood culture showed no growth. Patient was admitted and treated with antibiotics.